Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the motor arm of insulin pump cannot communicate with the main arm. The customer¿s blood glucose level was 115 mg/dl at the time of incident. Customer also stated that the insulin pump received hal software error and customer was able to clear the error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error.